Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said they needed help with their stimulator. Patient said every time they go to turn their stimulation up, the current goes into their ribs or abdomen. Patient said they had a really bad accident about 6 months after the implant was placed and it wasn't too long after that the stimulation started going into the ribs. Patient said they just didn't turn stim up and they just left intensity where it was at, but the pain has gotten a lot worse. Patient also said they are noticing more and more that if they touch or rub their spine back there, stim just shoots out and all the way down like sudden. Patient also said sometimes if they straightened up, the stimulation would shoot down. The patient was redirected to their healthcare provider to further address the issue.